Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries including a mass near the umbilicus containing fluid and an air bubble, associated small bowel obstruction, the mass appeared to be abscessed; however, no details have been provided. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the patient's attorney that on 04/10/2006, patient underwent umbilical hernia repair surgery. As alleged, a bard/davol mesh plug was used to repair the hernia defect. It is alleged by the patient's attorney that on (B)(6) 2016, patient began to experience serious abdominal pain and nausea and vomiting. The following day, (B)(6) 2016, pain got so bad, patient went to the emergency room. As alleged, at the emergency room, a CT scan was done of patient's abdomen and pelvis. The scan revealed a mass with irregular borders in the anterior abdomen, immediately posterior to the umbilicus, with a fluid collection containing an air bubble in its center. Associated small bowel obstruction was observed. The mass appeared to be an abscess. As reported, based on the findings from the CT scan, patient was referred to general surgery. The surgeon found dense scar tissue from the previous hernia repair surgery. The bard/davol mesh perfix plug had adhered to a loop of small intestine and an abscess had resulted. The surgeon removed the loop, approximately 15 centimeters of small bowel, and as much of the mesh plug as he could safely remove. The surgeon could not remove all of the mesh, however, without further endangering patient's health and safety. It is also alleged by the patient's attorney that on (B)(6) 2016, patient was released after spending a week in the hospital. As reported, from (B)(6) 2016, through his discharge from the hospital, and in the time since his release from the hospital, patient has experienced severe pain and suffering. As alleged, patient suffered significant physical, mental, and emotional injury due to the alleged defective perfix plug.